Event description:
It was reported by the customer that, the holster is having intermittent sticking during the firing. The unit does not want to fire unless the cocking mechanism is held tight. No pt consequences reported.

Manufacturer narrative:
Info not provided during initial contact. Results: firing lever. Evaluation summary: the holster was returned to the analysis site, due to reports of intermittent sticking during firing. The analysis results could not confirm that, the holster had the reported issue, as the complaint described could not be duplicated during the incoming evaluation. The site did find that the holster will not cock properly because the cocking lever on the firing assembly is bent. The port shaft is bent. The site replaced the firing assembly, coiled pin, port shaft, bottom frame, screw, tie strap and e-clip. The holster was functionally tested, and was found to operate properly.